Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for multiple labels with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that label error was found before use a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube. The following was reported, "overlap label two labels on one tube. It cause error on auto-labeler."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error was found before use a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube. The following was reported, "overlap label. Two labels on one tube. It cause error on auto-labeler."